Event description:
A customer reported that they received an err3 message and the battery and booklet icons were present on their freestyle flash meter. The customer's meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.